Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target location was located in the transjugular intrahepatic portosystemic shunt (tips). A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at no more that the burst pressure for 10 seconds. The procedure was completed with a different device with a local anesthesia. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 53mm distally across the entire balloon material to the distal balloon sleeve. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The target location was located in the transjugular intrahepatic portosystemic shunt (tips). A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at no more that the burst pressure for 10 seconds. The procedure was completed with a different device with a local anesthesia. No complications were reported, and the patient was stable.